Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that the patient's ipg was tugged on by leash. As such, patient experienced an infection at the ipg site two times following the ipg tugging. Reportedly, the infection was mrsa both times, as such, surgical intervention took place wherein the entire system was explanted to address the infection. Reportedly, the infection has resolved now. Note: the explant took place around 2.5 years ago. Exact date unknown.